Event description:
On (B)(6) 2009, it was reported to boston scientific corporation that while unpacking and testing a prolieve temperature monitor, one of the temperature sensors was not operating.

Manufacturer narrative:
The device has not been received by the manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).